Manufacturer narrative:
The device was received for evaluation. During functional testing, over infuse was reproduced. The device was tested for flow rate accuracy and deliver 4.77% and 6.49% error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate out of adjustment. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.